Event description:
The device was received for service. During service testing, failure code 814:04 occurred on channels a and c. According to the hospital representative, there was no patient injury or medical intervention reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device evaluation was completed and the failure code 814:04 was confirmed on channels a and c due to a defective pump head module. Service replaced the channels a and c phms and tested the device. A review of the complaint history revealed similar reports have been received for this product and the reported issue. This issue is being investigated under CAPA, (B)(4).